Manufacturer narrative:
Multiple attempts were made by the manufacturer to contact the customer regarding device repair; however, no response was received. As a result, comprehensive data concerning diagnostics, device troubleshooting, replaced components, or part return status could not be obtained. No physical evaluation was performed by a field service engineer (fse), and no onsite service order was generated. Should the facility opt to proceed with device evaluation and repair at a later date, a new service record will be opened and captured via the standard philips complaint intake process.

Manufacturer narrative:
E: (B)(6). (B)(6). (B)(6). Institution phone: (B)(6). Reporter phone:(B)(6).

Event description:
A service engineer (se) reported a device malfunction regarding a respironics v60 ventilator that failed an electrical safety test, which was subsequently confirmed upon evaluation. While testing the device, the se determined that the power cable exhibited an electrical resistance level higher than the maximum allowable threshold, causing the safety test failure. There was no patient involvement at the time the malfunction was observed, and zero patient impact, injury, or harm occurred as a result of this issue. A final engineering investigation and device disposition are currently pending.